Event description:
It was reported that there was a revision of an old stryker hip. Surgeon removed cup and liner and popped off psa head. Patient had dislocation and biomet that was placed vertically and kept dislocating. Clarification received from the sales rep on (B)(6) 2013, indicated that the only stryker device that was revised on (B)(6) 2013, was the reported head. He states that the head was implanted in texas approximately 2012.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a metal head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned as the patient kept it. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was a revision of an old stryker hip. Surgeon removed cup and liner and popped off psa head. Patient had dislocation and biomet that was placed vertically and kept dislocating. Clarification received from the sales rep on (B)(4) 2013, indicated that the only stryker device that was revised on (B)(6) 2013, was the reported head. He states that the head was implanted in texas approximately 2012.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.